Event description:
MRI was performed on sedated pt on 4/11/96. Non-invasive cardiac monitor was used. Electrodes were used with monitor. Four electrodes were placed on the pt. Immediately post MRI, electrodes were removed and pt's skin was assessed. 3 reddened areas the size of the entire electrode were noted and the fourth electrode was off pt. However, prior to the procedure, the staff was certain that all 4 electrodes were placed securely on pt and the wires were not crossed. Soon after initial assessment, reddened areas appeared to be burns. Pt was perspiring slightly post MRI. Pt had no allergies to tape.